Manufacturer narrative:
Device power up properly after battery installation. No blank display or audio/beep anomaly noted. However, device had unresponsive buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to unresponsive button. Device had stripped battery cap coin slot (p).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not turning on. The insulin pump also had battery cap damage. The blood glucose level of the customer was unknown. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis